Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a low circuit leakage. There was no harm or injury reported. A "service required" code was found in the ventilator's downloaded error log. The device's interface board is to be replaced to address the issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Box-b describe event or problem should be the manufacturer previously reported receiving information alleging a ventilator low circuit leakage. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's interface board needs to be replaced to address the issue. H6 -coding updated in this report.